Event description:
During endoscopy and attempted deployment of ph probe, 2 separate bravo ph capsules failed. Initial capsule would not dislodge from placement catheter. Second capsule did deploy but immediately dislodged from esophageal wall. Pt coughed and capsule was removed from oropharynx. No further attempts at placement made. Lot# 15787q (B)(6). Lot# 15787q, (B)(6).